Manufacturer narrative:
Mansfield product monitoring has attempted to gather additional details of the event and product involved however no further details have been received at the time of this report. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports that two container/lids were cracked or broken.